Manufacturer narrative:
External insulation abrasion was noted at 12.1cm to 12.2cm from the connector pin breaching the outer insulation and exposing the outer coil. This is consistent to lead friction to the device can.

Event description:
It was reported that when a patient presented for a routine follow-up, oversensing was noted when rotating the shoulder and noise was also observed in both unipolar tip/ring electrodes. Lead fracture was suspected. As such, the physician elected to explant and replace the atrial lead along with the patient device. There was no allegation of device malfunction and the reason for the device explant could not be obtained from the field. The patient was stable prior, during and post procedure.